Event description:
It was reported the customer experienced low blood glucose on (B)(6) 2014. Customer stated the paramedics were called to treat their low blood glucose of 34 mg/dl. The customer was treated with a glucagon shot and an IV drip. Customer's blood glucose rose to 50 mg/dl after treatment. Customer could not recall any significant events leading to their low blood glucose. The customer did not doubt the functionality of their insulin pump. However, customer reported having difficulty hearing the alarms on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.